Event description:
It was reported that during a coronary stenting treatment procedure a shaft fracture occurred. The 3.0 x 10mm 90% stenosed eccentric de novo target lesion was located in the mildly calcified and mildly tortuous mid right coronary artery. The lesion was pre dilated with a non bsc balloon, and resulted in 70% stenosis. The 3.5 x 12mm liberte mr stent delivery system was advanced, but was unable to cross the lesion and the shaft fractured. The device was removed and the procedure was completed with another 3.5 x 12mm liberte mr stent. There were no further complications, and the patient's status was stable.

Event description:
It was reported that during a coronary stenting treatment procedure, a shaft fracture occurred. The 3.0 x 10mm 90% stenosed eccentric de novo target lesion was located in the mildly calcified and mildly tortuous mid right coronary artery. The lesion was pre dilated with a non bsc balloon, and resulted in 70% stenosis. The 3.5 x 12mm liberte mr stent delivery system was advanced, but was unable to cross the lesion and the shaft fractured. The device was removed and the procedure was completed with another 3.5 x 12mm liberte mr stent. There were no further complications, and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: a visual examination of the returned device found that a break had occurred in the hypotube. The break was located at 96.7cm proximal to the port site. The proximal section of the break, including the hub manifold was not returned for analysis. No other issues were noted with the returned section of device. No issues existed with the profile of the tip and crimped stent. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).